Event description:
Subsequent information received reported that the cause of the event was a slip and fall where the patient fell in a parking lot which caused both of her leads to dislodge and move off target. A surgical intervention had not yet occurred/was pending. Further information received reported an x-ray revealed the lead migration. The patient's symptoms included loss of pain control. The patient did not require hospitalization. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had not been able to use her stimulation system since she fell in 2010. The patient stated that she was receiving relief prior to the fall and she did experience a shocking sensation in her shoulder. It was noted that the patient's 'wires had migrated' and that the physician had 'buried the wires after the fall'. The patient noted that the leads were currently located in cervical (c) 4/ c 5, but were originally implanted in c 1. It was further noted that the physician was 'looking to replace or remove the system components'. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-28, lot# j0124779v, serial#, implanted: 2004 (B)(6), explanted: product type lead, product ID 3888-28, lot# j0123276v, serial#, implanted: 2004 (B)(6), explanted: product type lead, product ID 37742, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type programmer, patient product ID 3708360, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type extension, product ID 3708360, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type extension. (B)(4).